Event description:
The customer reported the device failed to shock on the first attempt. The device was able to shock successfully on a second attempt. It was reported to philips that the alleged failure was observed while the device was in use on a patient. There was no reported adverse patient impact.